Event description:
It was reported that the lead exhibited loss of capture. An insulation break was suspected. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 7.2 cm to 7.5 cm from the connector pin and an abrasion with exposed and fractured outer coil at 15.0 cm to 15.5 cm from the connector pin. The abrasions were consistent with constant friction to another implantable device.